Event description:
This catheter was placed in 2005. Four days later the pt was having problems breathing. Upon removal of the catheter, the PICC line broke. A peripheral catheter was then placed in the pt. The pt is in good condition.

Manufacturer narrative:
Results - as the lot number is unk, a review of the device history record was unable to be performed. One used catheter in two separate pieces were received for analysis. The technician identified damaged jagged edges and cracks on the sides of the broken ends of the catheter tubing. Conclusions - microscopic examination of the unit suggests the catheter was exposed to forces that exceeded the strength of the catheter material. Note the ragged area of the break in the microphotograph enclosed. The first PICC instructions for use manual also states to handle the catheter with care, as the catheter is delicate. A corrective action has also been opened to determine the root cause of this type of outcome. We are currently in the data collection phase.